Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a dhs coupling screw would not screw into the implant to complete the procedure. Another set was used to continue with the procedure. A surgical delay of five minutes was reported. This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary background: 338.31 dhs coupling would not screw into the implant to complete the case. Another set was open when this occurred. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the dhs/dcs coupling screw (p/n: 338.31, lot #: ft00189) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken. The broken fragment was not returned to us cq. No other defects were identified with the returned device. Functional test: the functional test was not performed as the device was returned by itself and the device was broken. The device received was broken, which could have caused the complaint condition. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the dhs/dcs coupling screw (p/n: 338.31, lot #: ft00189). There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot: part # 338.31 , synthes lot # ft00189, supplier lot # ft00189, release to warehouse date: 22 feb 2017 , supplier: (B)(4), no ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned h3, h4, h6: a review of the device history record. Device history lot part # 338.31 synthese lot # ft00189 supplier lot # ft00189 release to warehouse date: 22 feb 2017 supplier: electronics america llc no ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on january 14, 2020, a dhs coupling screw would not screw into the implant to complete the procedure. Another set was used to continue with the procedure. A surgical delay of five minutes was reported. This report is for one (1) dhs®/dcs® coupling screw this complaint involves one (1) device. Investigation flow: damage visual inspection: the dhs/dcs coupling screw (p/n: 338.31, lot #: ft00189) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken. The broken fragment was not returned to us cq. No other defects were identified with the returned device. Functional test: the functional test was not performed as the device was returned by itself and the device was broken. Can the complaint be replicated with the returned device - unable to perform dimensional inspection: the outer diameter of the shaft at the broken end was measured this is within the specification. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed the device received was broken, which could have caused the complaint condition. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the dhs/dcs coupling screw (p/n: 338.31, lot #: ft00189). There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.